Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the right side. Subsequently, the patient experienced pain, discomfort, polyethylene wear, bone loss, osteolysis and component loosening. As a result, approximately nine years and six months post-surgery, the patient underwent a revision. It was noted that there was significant reactive tissue about both the femoral and tibial components, they were grossly loose, there was gross fracture of the polyethylene. The patellar button had minimal abrasive wear. There was a lot of osteolytic debris present throughout the knee. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available. This is report 2 of 4 for this event/patient.

Manufacturer narrative:
D10: 02-010-03-0330 - logic cr femoral cem, right, sz 3: sn# (B)(6). 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: sn# (B)(6). 02-012-48-3011 - logic cr tib insert slope+, sz 3, 11mm: sn# (B)(6). 201-78-14 - holding pin headless sharp point long 4pk: sn# (B)(6). 201-78-15 - holding pin mini sharp point 4 pk: sn# (B)(6). 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19: sn# (B)(6). 200-00-00 - knee item-misc. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01516. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may been the result of prosthesis wear, osteolysis, and insufficient bonds between the devices and the bones, which led to aseptic (non-infected) loosening. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.